Event description:
Trunion came loose approx 11 months post-op. Original surgery was performed by dr. Revision surgery by another dr. (Previous dr. Has relocated). Revision surgery revealed the stem was proud approx. 2mm superior to the original humeral resection. The screw observed in x-ray was proud. The lateral screw for the inclination piece was not set (stem opened 140 degrees). Difficult stem retrieval due to ingrowth bone. This device is used for treatment.